Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with blurry vision and dry eye four months post lasik procedure. Reporter indicated the patient was placed on a topical steroid eye drop dosage, inserted punctual plugs in the lower lids, instructed to use a lubricating ointment at bedtime, and to add the use of a humidifier. Additional information has been requested.

Manufacturer narrative:
A review of the technical onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. (B)(4).